Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a dependent patient presented with shortness of breath and presyncopal episodes. Upon interrogation active noise was seen on the right ventricular lead that caused underpacing. Device changes were made that alleviated the patient's symptoms. The physician decided to cap and replace the lead on (B)(6) 2020. Patient tolerated the procedure well.

Manufacturer narrative:
Correction: (B)(4).